Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s ¿pocket side¿ was red and infected. The healthcare provider removed the full system and the patient was prescribed antibiotics and would care. It was noted that the issue was resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.